Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify the blinking, partial or black display due to the blank display. The pump was received with a corroded motor home switch. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the pump is not showing anything. The customer stated that if she pressed a button, the pump will display the time, battery icon and reservoir icon and then gives a partial screen and start to fade out and goes completely blank. The customer stated that the pump will blink on and then the display will disappear. The customer stated that the pump was exposed to direct sunlight for 3 hours. The customer was advised to stabilize at room temperature. The customer stated that the black screen did not disappear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.